Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the device had an error 130.6020 which was not identified during the customer call. Biomed cannot duplicate the error code. The tech support recommended doing a full pm and when all passed, then the device could go back to the floor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had an error 130.6020 but biomed cannot duplicate the error. Biomed verify error log and able to see that error 130.6020 but will not show that error from display when power on the 8015 device. There was no patient involvement.